Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06689 and 3006705815-2023-06690. Additional information received indicates surgical intervention took place on (B)(6) 2023 wherein the ipg was replaced and the leads were repositioned due to lead migration. Therapy was restored.